Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was interruption during exposure and that lost images. After reviewed the log file the fse confirmed that there was an issue with the footswitch. The fse replaced the footswitch. After replaced the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was interruption during exposure and possibly lost images during the procedure. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips.